Event description:
It was reported that the system was unable to make fluoro. This may result in a total loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was replaced during the service call. The system was tested, found to be working as intended and returned to service.